Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The rear right leg snapped where the support bar was and the left rear leg snapped closer to the ground.